Event description:
It was reported that a trek rx balloon delivery catheter (bdc) was prepared without issue per instructions for use (IFU). During a moderately calcified, non-tortuous, 99% stenosed, eccentric, mid, left anterior descending artery stenting procedure, during pre-dilatation, a trek rx bdc was advanced without resistance and the balloon ruptured between 8-12 atmospheres with the first inflation. The trek rx bdc was removed out of the patient anatomy without resistance and a non-abbott balloon was used for further pre-dilatation. A non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.